Event description:
It was reported that during a procedure, the clip applier malfunctioned/jammed. A separate clip applier was used and it malfunctioned. A third clip applier was used to complete the case. There were no pt consequence.

Manufacturer narrative:
Date sent: 06/17/2008. Empty, jaw disengaged from cam. Add'l d4: batch# d9ec6a, exp date: 10/01/2012, 11/01/2007. Eval summary: the analysis results for el5ml instrument (a) found that it was returned empty, locked out and the orange indicator did not show up. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.